Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call, she had an MRI done in the morning. Customer stated the device was connected to her before they started the procedure, when she took it off she could feel the device pulling out of her hand. Customer stated the device alarmed motor position encoder error. Customer's blood glucose was unknown, but before breakfast it was 64 mg/dl. Troubleshooting was performed for motor error. The device alarmed during prime. Customer stated the device wasn't working correctly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test or verify error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners.